Event description:
It was reported by service report that the right load wheel was broken on the headsection and the height adjustment racks were bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load wheel casting, height adjustment racks.